Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any trauma, accident or any falls.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to the leads had fractured. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. During the procedure the physician experienced difficulty locating the connecting part between the leads and extensions. In turn, the extensions were cut to address the issue. The extensions were also explanted and replaced. Reportedly, effective therapy was confirmed post op.